Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that the customer experienced a high blood glucose. Customer¿s blood glucose level was 500 mg/dl. Customer¿s current blood glucose level was 486 mg/dl. Customer treated with needles for high blood glucose. Customer's father stated that the drive support cap was normal. The insulin pump will not return for the analysis.